Event description:
The customer reported that she was in the hospital. The reported blood glucose reading at the time of the call was 332 mg/dl. The hospital nurse took over the phone call, and stated that the customer was in the hospital, but not due to high blood glucose levels. The nurse did not feel comfortable troubleshooting, and the customer did not feel well enough to troubleshoot. The nurse stated that she would have someone call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.